Event description:
It was reported that the device was found to have a tidal volume rebound problem. No patient involvement was reported.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is manufacturing. Manufacturing DHR is not relevant to the investigation as the complaint originated following device trend report tnd-00128 to ensure the information is captured.